Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not secure attachment" was confirmed. During the pre-repair diagnostic visual assessment the device was found to have a "loose set screw". If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device "will not secure attachment". The device was not being used during surgery. It is unk if pt or user injury was reported. No add'l info was provided.